Event description:
On (B)(6) 2010 it was reported to rti that the surgeon attempted to implant a sterling interference screw for fixation during a revision surgery. Upon implantation of the bone screw, the edges of the screw were rounded off. This caused the screw to be about 5 mm to 8 mm proud in the notch of the knee. The surgeon removed the screw and implanted a metal screw. Additional surgery time was reported to add an hour of anesthesia.

Manufacturer narrative:
Investigation: no departures were noted during the re-review of records for batch 1-090521 associated with tissue ID (B)(4). Results: graft (B)(4) passed all release criteria and met specification prior to distribution. To date, no other complaints have been associated with this batch. Conclusion: graft (B)(4) met rti's specification and passed all release criteria. No pt complications were reported.